Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they changed their tubing and filled their reservoir and the pump alerts for no delivery during fill tubing process. The customer states their blood glucose level was high due to wearing the infusion set for a while. The customer's blood glucose level at the time of incident was 479mg/dl. The customer states they had no treated the high yet. Troubleshoot was conducted. The pump was found to have alarmed for no delivery during troubleshoot. The customer was advised the pump would have to be replaced and returned for analysis. The customer was advised to contact their healthcare provider for treatment until replacement pump arrives.